Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having a bad lead that was replaced and pain during the replacement procedure. Followup information received indicated the atrial lead was having difficulty sensing appropriately. The lead was capped and replaced. No further patient complications have been reported as a result of this event.